Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure and failed battery alarm. Customer's blood glucose was 155 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No failed battery test alarm noted during testing. Unit communicated properly with the glucose sensor simulator and the guardian 2 link. The alert on high, alert before low and suspend on low alarm functions properly with vibrate alert and audio tone alert. No audio anomaly or vibrate anomaly noted during testing. Unit alarmed pump error 63 during the self test and pump trace download confirmed pump error 63, problem isolated to the keypad.